Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the nurses do not believe the numbers on the rad-5v devices. No known impact or consequence to patient. Sometimes after a delivery, they can get a pulse rate with no sat, or a sat with no pulse rate. The customer also indicated that the lnopv neo sensor falls off all the time and must be held down or additional tape placed on the sensor. No known impact or consequence to patient.